Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition where "the fill line of the 3000ml viaflex empty container was found separated from the bag before use" was confirmed during sample evaluation. During visual inspection separated components was observed. The assignable root cause of the reported condition is found to be assembly error by the operator. No repairs were made since this is a single use device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) that the fill line of the 3000ml viaflex empty container was found separated from the bag before use. There was no patient involvement, therefore, no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is preamendment; therefore, it does not contain a us 510k number.